Manufacturer narrative:
Wheel broken on a symphony. "Symphony is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. " the alleged incident occurred in, (B)(6).

Event description:
Wheel broken on a symphony.